Manufacturer narrative:
No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there were multiple watchdog failures and primary audible alarm post failures. No patient was involved and no patient injury was reported.

Event description:
Additional information received via email: it did not occur during patient use.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection found the right plunger case was cracked. The device event history log review found primary audible alarm post and auxiliary control unit (acu) watchdog alarm. During the functional testing was unable to duplicate the reported issue. A corrective and preventive action (CAPA) was opened for this issue. No root cause could be determined as the complaint could not be confirmed. Replaced speaker for preventive and performed preventative maintenance and all functional testing.